Event description:
It was reported by the field engineer that, during installation, the x-ray console lower shield was broken. No injury reported. The shield was replaced and the system was operating as intended.